Manufacturer narrative:
The alleged incident occurred outside of the us. This medwatch is being submitted because quest distributes a similar device in the us. Evaluation of the complaint sample indicates insufficient adhesive as the root cause of the reported complaint condition. A quality alert was issued to manufacturing operators as a corrective action. Quest will continue to monitor complaint trends.

Event description:
The report received states that a medical staff found the cap of the valve detached from the body. The medical staff elected to remove the valve and used another valve for the procedure. There were no patient complications.